Event description:
A health care provider (hcp) reported via a manufacturer representative that high impedances were measured on the right side and the patient experienced a return of tremor on the right side. The patient's tremor on the right side had returned due to the implantable neurostimulator (ins) reaching end of service (eos). The ins was programmed to 0-, 3+ at 3.4v, 210 usec, and 130 hz on the right side and 8-, 11+ at 3.7v, 240 usec, and 130 hz on the left side. The hcp reported previously measuring high impedances on the right electrode; however, when the manufacturer representative interrogated the ins on (B)(6) 2017, normal impedances were measured on all electrodes. The ins battery was at eos with a voltage of 2.36v. A revision was done and the ins was explanted and replaced. During the revision, impedances of the extensions and leads were tested and measured to be normal. After the ins was replaced, the patient felt better and the issue was resolved. The patient was alive with no injury. No further patient complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the hcp measured high impedances prior to the manufacturer representative measuring normal impedances.